Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the ¿problems¿ that the patient had 6 months ago, where that the patient did not understand how to use the remote, education steps were taken with the patient by the doctor¿s nurse and the issue was resolved. The rep clarified that the programs/amplitudes changing, the patient not being able to get off of ¿9¿, and the patient not being able to get from one program to the next also was due to the patient not being able to understand the remote. This issue was also resolved with education about the patient programmer. The rep reported that the patient self cath¿ed prior to trial, due to the patient having the chronic symptom of retention as diagnosed before the trial by the patient¿s doctor. The rep stated that the trial was to determine if the implantable neurostimulator (ins) was going to help take away the number of times the patient needed to self-cath. The rep reported that the interstim therapy did not cause the patient to self-cath. The rep noted that the interstim therapy was successful, in that it reduced the number of times the patient needed to self cath. No further complications were anticipated/reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that they could not feel the stimulation and that this started 2-3 months ago. Patient services walked the patient through the remote and the patient was able to increase and stated that its working now. The patient reported that he couldn¿t get the bladder stimulator to get to one program to the next. The patient stated that the amplitude will be on 1.9v and goes to 2.9v, and cannot get off of 9. Patient services tried to clarify. The patient reported that it goes to new program and goes to different amplitudes. The patient doesn't have stimulation from these. The patient reported that before he had problems and the doctor solved this, and that this was about 6 months ago. The patient stated that he has to catheterize twice per day. The patient noted that the doctors nurse last time helped him. While on the phone, the patient was able to increase and was feeling the stim. No further complications were anticipated/reported.